Event description:
On (B)(6) 2013 patient alleged the infusion set tubing of the infusion device tore at the luer lock connection. Patient stated she received a blood glucose level of 416 mg/dl this morning; was able to self-treat. Patient's normal blood glucose level was not provided. Patient reported this issue occurred once before. Patient stated she tightens the tubing by hand; does not over tighten the luer lock. Patient reported the infusion set tubing came out of the luer lock section. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.